Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (battery life) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 09-jul-2018 with the following findings: a review of the black box showed evidence of a short battery life on the complaint date. The pump powered up with the returned battery cap. The battery cap was able to fully tighten. No battery compartment cracks were observed. No evidence of moisture contamination was found inside the battery compartment. The current draw values were within specifications. The pump case was removed to find no evidence of moisture or loose components inside the pump. A battery life issue was not duplicated during investigation.